Event description:
It was reported that the pump battery could not be charged, even after being plugged in for over two hours with different cables. There was no reported impact on the customer's blood glucose level. A replacement pump was sent.